Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached a battery status of end of life (eol) with a monitoring voltage of 2.88v and a charge time of 38 seconds. The device was explanted, replaced and returned to boston scientific for laboratory evaluation.